Manufacturer narrative:
The actual device was made available for evaluation. A visual inspection was performed and revealed torn insulation on the scale cable assembly. It was further noted that the scale cable assembly had a tear through the outer insulation and the ground braid was exposed; however, there was no physical damage to the internal wires. The reported condition was verified. The cause of the event was determined to be the tear through outer insulation of the cord. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the cord of an exactamix load cell module was frayed. There was no patient involvement. No additional information is available.